Event description:
It was reported that there was no liquid in the vial and the lens was dry. Reportedly, white powder was present in the packaging. The lens was not used and no other devices came in contact with the lens. Reportedly this issue occurred with eight lenses. This report references lens 1 of 8. Ref. MDR# 1313525-2015-00647 for lens 2 of 8 involved in the event. Ref. MDR# 1313525-2015-00648 for lens 3 of 8 involved in the event. Ref. MDR# 1313525-2015-00649 for lens 4 of 8 involved in the event. Ref. MDR# 1313525-2015-00650 for lens 5 of 8 involved in the event. MDR# 1313525-2015-00651 for lens 6 of 8 involved in the event. MDR# 1313525-2015-00652 for lens 7 of 8 involved in the event. MDR# 1313525-2015-00653 for lens 8 of 8 involved in the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.